Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to instability (left). Revision njr index no: (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2015-00302, -00303. This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(4).